Event description:
A customer technical advocate (cta) was contacted with regard to hemoglobin and hematocrit (h&h) result not matching for patients when using a cell-dyn 1700 analyzer. All qc was in range. A nurse practitioner questioned the results for one patient. The account provided the hemoglobin results for this patient. An initial hgb=8.5 g/dl was obtained and a repeat yielded a hgb=10.5 g/dl result. Three attempts were made to obtain additional patient information/data but none was provided. The account mentioned that h&h mismatches were only occurring with one operator of the cell-dyn 1700 analyzer. No impact to patient management was reported.